Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of over delivering. The unit was triaged and the reported issue could not be confirmed at this time. Unit has been cleaned, tested, and recertified per procedure. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during testing, the device had erratic results and was over delivering. The volume was set to 10ml at a rate of 100ml per hour and the actual amount delivered was between 11.5ml and 12.5 ml in 6 minutes. No patient involved.